Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 103 (night drain cycle three) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 06:54:49. No further information was available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The problem of a high drain alarm was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.